Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x28 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation as the device was inspected, the stent appeared to be dislodged. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.75x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first 6 proximal rows showed no sign of damage, the remaining rows were pulled misaligned, distorted, the most distal struts were pulled 1.5cm past the distal tip. No stent detachment was evident during analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. A visual and tactile examination found multiple slight kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The device showed signs of hardened medium inside shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75x28 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation as the device was inspected, the stent appeared to be dislodged. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.